Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes experienced overfill. Here is the problem explained by the technician on site: ¿we noticed that the citrate tubes are replaced 1 cm (approximately) above the adequate level. Should an adverse event record be made? I strongly believe there is an impact on the results .... Decreased citrate / blood ratio."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes experienced overfill. Here is the problem explained by the technician on site: ¿we noticed that the citrate tubes are replaced 1 cm (approximately) above the adequate level. Should an adverse event record be made? I strongly believe there is an impact on the results .... Decreased citrate / blood ratio."